Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain/ right lower quadrant abdomen pain") in a 37-year-old female patient who had essure (batch no. Cs00049, b76525) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multi gravida, parity 3 (live births: (B)(6) 2009, (B)(6) 2012, (B)(6) 2014), amenorrhea, nausea, vomiting, cervical discectomy, tonsillectomy, augmentation mammoplasty and spontaneous abortion. Previously administered products included for birth control: oral contraceptive pills in 2013. Concurrent conditions included herpes simplex, abstains from alcohol, nonsmoker and breast discharge. Family history included heart disease congenital. Concomitant products included norethisterone (jolivette-28) from 18-apr-2016 to 31-jan-2018 for birth control and aciclovir (acyclovir [aciclovir]) since (B)(6) 2016 for herpes simplex. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2016, 1 year 11 months after insertion of essure, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pain/ pelvis pain") and groin pain ("right groin pain"). On (B)(6) 2016, the patient experienced hypersensitivity ("allergy symptoms/ allergic reaction") with rash. On (B)(6) 2016, the patient experienced memory impairment ("memory issues"). On (B)(6) 2016, the patient experienced parapsoriasis ("pityriasis lichenoides"). On (B)(6) 2016, the patient experienced intussusception ("jejunal intussusception"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and back pain ("lower back pain"). The patient was treated with doxycycline and surgery (diagnostic laparoscopy, bilateral salpingectomy with essure removal). Essure was removed on (B)(6) 2016. On (B)(6) 2016, the abdominal pain lower and back pain had resolved. At the time of the report, the parapsoriasis, hypersensitivity, dyspareunia, intussusception, memory impairment, pelvic pain and groin pain had resolved. The reporter considered abdominal pain lower, back pain, dyspareunia, groin pain, hypersensitivity, intussusception, memory impairment, parapsoriasis and pelvic pain to be related to essure. The reporter commented: essure was inserted without complications. Physician visualized three trailing coils within the left uterine cavity and one trailing coil within the right uterine cavity. Because of the requirement to undergo a bilateral salpingectomy with essure removal to remove the essure devices, plaintiff has been left with abdominal deformity and severe large scarring. Since the essure removal surgery, plaintiff has reported that all her symptoms have resolved and that she feels much better. Essure did not worsened a previously existing injury/condition. She had no complications from essure removal procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.3 kg/sqm. Ultrasound scan - on (B)(6) 2013: shows 5mm left pyelectasis; on (B)(6) 2016: found free fluid/ovarian cyst. Ultrasound on (B)(6) 2014, comments: right kidney appear to have duplicating pelvis, left renal dilatation at 1.2 cm, increased from previous sonogram. (B)(6) 2014: hysterosalpingogram, impression: 1.status post essure placement. 2 both micro inserts are satisfactoril placed with the proximal ends at the level of each cornua. 3. There was evidence of left-sided category 1 tubal occlusion. 4. There was evidence of right-sided category 2 tubal occlusion. There was minimal contrast material, seen within the right fallopian tube, but not passed any portion of the length of the outer coil. On (B)(6) 2016, CT evidence of left sided jejunal-jejunal intussusception. Surgical pathology report on (B)(6) 2016, diagnosis: right and left essure coils, removed from bilateral tubes secondary to ligation, bilateral tubes (ligation): two intact fallopian tubes, the large with multiple paratubal cysts, completely transected. Gross description: a received fresh is a 4.0 x 0.2 x 0.2 cm aggregate of two silver metallic wire and coil. B. Received fresh is a 4.5 x 0.2 x 0.2 cm aggregate of silver metallic wire and coil. Current weight as of (B)(6) 2018: 139 lbs. Approximate weight at the time of essure placement: 142 lbs. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain lower, intussusception, pelvic pain, groin pain. Lot number: cs00049 manufacturing date: 2013/06, expiration date: 2016/05 . Lot number: b76525 manufacturing date: 2013/09, expiration date: 2016/09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-jul-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain/ right lower quadrant abdomen pain") and intussusception ("jejunal intussusception") in a 37-year-old female patient who had essure (batch no. Cs00049, b76525) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multi gravida, parity 3 (live births: (B)(6) 2009, (B)(6) 2012, (B)(6) 2014), amenorrhea, nausea, vomiting, cervical discectomy, tonsillectomy, augmentation mammoplasty and spontaneous abortion. Previously administered products included for birth control: oral contraceptive pills in 2013. Concurrent conditions included herpes simplex, abstains from alcohol, nonsmoker and breast discharge. Family history included heart disease congenital. Concomitant products included norethisterone (jolivette-28) from (B)(6) 2016 to (B)(6) 2018 for birth control and aciclovir (acyclovir [aciclovir]) since (B)(6) 2016 for herpes simplex. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2016, 1 year 11 months after insertion of essure, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pain/ pelvis pain") and groin pain ("right groin pain"). On (B)(6)2016, the patient experienced hypersensitivity ("allergy symptoms/ allergic reaction") with rash. On (B)(6) 2016, the patient experienced memory impairment ("memory issues"). On (B)(6) 2016, the patient experienced parapsoriasis ("pityriasis lichenoides"). On (B)(6) 2016, the patient experienced intussusception (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), back pain ("lower back pain"), ovarian cyst ("ovarian cyst") and dermatitis allergic ("allergic skin condition"). The patient was treated with doxycycline and surgery (diagnostic laparoscopy, bilateral salpingectomy with essure removal). Essure was removed on (B)(6) 2016. On (B)(6) 2016, the abdominal pain lower and back pain had resolved. At the time of the report, the intussusception, parapsoriasis, hypersensitivity, dyspareunia, memory impairment, pelvic pain, groin pain and dermatitis allergic had resolved and the ovarian cyst outcome was unknown. The reporter considered abdominal pain lower, back pain, dermatitis allergic, dyspareunia, groin pain, hypersensitivity, intussusception, memory impairment, ovarian cyst, parapsoriasis and pelvic pain to be related to essure. The reporter commented: essure was inserted without complications. Physician visualized three trailing coils within the left uterine cavity and one trailing coil within the right uterine cavity. Because of the requirement to undergo a bilateral salpingectomy with essure removal to remove the essure devices, plaintiff has been left with abdominal deformity and severe large scarring. Since the essure removal surgery, plaintiff has reported that all her symptoms have resolved and that she feels much better. Essure did not worsened a previously existing injury/condition. She had no complications from essure removal procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.3 kg/sqm. Ultrasound scan - on (B)(6) 2013: shows 5mm left pyelectasis; on (B)(6) 2016: found free fluid/ovarian cyst ultrasound on (B)(6) 2014, comments: right kidney appear to have duplicating pelvis, left renal dilatation at 1.2 cm, increased from previous sonogram. (B)(6) 2014: hysterosalpingogram, impression: 1. Status post essure placement. 2 both micro inserts are satisfactorily placed with the proximal ends at the level of each cornua. 3. There was evidence of left-sided category 1 tubal occlusion. 4. There was evidence of right-sided category 2 tubal occlusion. There was minimal contrast material, seen within the right fallopian tube, but not passed any portion of the length of the outer coil. On (B)(6) 2016, CT evidence of left sided jejunal-jejunal intussusception. Surgical pathology report on (B)(6) 2016, diagnosis: right and left essure coils, removed from bilateral tubes secondary to ligation, bilateral tubes (ligation): two intact fallopian tubes, the large with multiple paratubal cysts, completely transected. Gross description: a received fresh is a 4.0 x 0.2 x 0.2 cm aggregate of two silver metallic wire and coil. B. Received fresh is a 4.5 x 0.2 x 0.2 cm aggregate of silver metallic wire and coil. Current weight as of (B)(6) 2018: 139 lbs approximate weight at the time of essure placement: 142 lbs. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain lower, intussusception, pelvic pain, groin pain. Lot number: cs00049 manufacturing date: 2013/06 expiration date: 2016/05 . Lot number: b76525 manufacturing date: 2013/09 expiration date: 2016/09 . Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: events: skin allergic condition and ovarian cyst were added. Reporter added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain/ right lower quadrant abdomen pain") in a 37-year-old female patient who had essure (batch no. Cs00049, b76525) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multi gravida, parity 3 (live births: (B)(6) 2009, (B)(6) -2012, (B)(6) 2014), amenorrhea, nausea, vomiting, cervical discectomy, tonsillectomy, augmentation mammoplasty and spontaneous abortion. Previously administered products included for birth control: oral contraceptive pills in 2013. Concurrent conditions included herpes simplex, abstains from alcohol, nonsmoker and breast discharge. Family history included heart disease congenital. Concomitant products included norethisterone (jolivette-28) from (B)(6) 2016 to (B)(6) 2018 for birth control and aciclovir (acyclovir [aciclovir]) since (B)(6) 2016 for herpes simplex. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2016, 1 year 11 months after insertion of essure, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pain/ pelvis pain") and groin pain ("right groin pain"). On (B)(6) 2016, the patient experienced hypersensitivity ("allergy symptoms/ allergic reaction") with rash. On (B)(6) 2016, the patient experienced memory impairment ("memory issues"). On (B)(6) 2016, the patient experienced parapsoriasis ("pityriasis lichenoides"). On (B)(6) 2016, the patient experienced intussusception ("jejunal intussusception"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and back pain ("lower back pain"). The patient was treated with doxycycline and surgery (diagnostic laparoscopy, bilateral salpingectomy with essure removal). Essure was removed on (B)(6) 2016. On (B)(6) 2016, the abdominal pain lower and back pain had resolved. At the time of the report, the parapsoriasis, hypersensitivity, dyspareunia, intussusception, memory impairment, pelvic pain and groin pain had resolved. The reporter considered abdominal pain lower, back pain, dyspareunia, groin pain, hypersensitivity, intussusception, memory impairment, parapsoriasis and pelvic pain to be related to essure. The reporter commented: essure was inserted without complications. Physician visualized three trailing coils within the left uterine cavity and one trailing coil within the right uterine cavity. Because of the requirement to undergo a bilateral salpingectomy with essure removal to remove the essure devices, plaintiff has been left with abdominal deformity and severe large scarring. Since the essure removal surgery, plaintiff has reported that all her symptoms have resolved and that she feels much better. Essure did not worsened a previously existing injury/condition. She had no complications from essure removal procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.3 kg/sqm. Ultrasound scan - on (B)(6) 2013: shows 5mm left pyelectasis; on (B)(6) 2016: found free fluid/ovarian cyst ultrasound on (B)(6) 2014, comments: right kidney appear to have duplicating pelvis, left renal dilatation at 1.2 cm, increased from previous sonogram. (B)(6) 2014: hysterosalpingogram, impression: 1.status post essure placement. 2 both micro inserts are satisfactoril placed with the proximal ends at the level of each cornua. 3. There was evidence of left-sided category 1 tubal occlusion. 4. There was evidence of right-sided category 2 tubal occlusion. There was minimal contrast material, seen within the right fallopian tube, but not passed any portion of the length of the outer coil. On (B)(6) 2016, CT evidence of left sided jejunal-jejunal intussusception. Surgical pathology report on (B)(6) 2016, diagnosis: right and left essure coils, removed from bilateral tubes secondary to ligation, bilateral tubes (ligation): two intact fallopian tubes, the large with multiple paratubal cysts, completely transected. Gross description: a received fresh is a 4.0 x 0.2 x 0.2 cm aggregate of two silver metallic wire and coil. B. Received fresh is a 4.5 x 0.2 x 0.2 cm aggregate of silver metallic wire and coil. Current weight as of 16-feb-2018: 139 lbs approximate weight at the time of essure placement: 142 lbs. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain lower, intussusception, pelvic pain, groin pain. Lot number: cs00049 manufacturing date: 2013/06 expiration date: 2016/05 lot number: b76525 manufacturing date: 2013/09 expiration date: 2016/09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jul-2018: update of quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain/ right lower quadrant abdomen pain") in a 37-year-old female patient who had essure (batch no. Cs00049, b76525) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multi gravida, parity 3 (live births: (B)(6) 2009, (B)(6) 2012, (B)(6) 2014), amenorrhea, nausea, vomiting, cervical discectomy, tonsillectomy, augmentation mammoplasty and spontaneous abortion. Previously administered products included for birth control: oral contraceptive pills in 2013. Concurrent conditions included herpes simplex, abstains from alcohol, nonsmoker and breast discharge. Family history included heart disease congenital. Concomitant products included norethisterone (jolivette-28) from (B)(6) 2016 to 2018 for birth control and aciclovir (acyclovir [aciclovir]) since (B)(6) 2016 for herpes simplex. On (B)(6) 2014, the patient had essure inserted. On (B)(6) -2016, 1 year 11 months after insertion of essure, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pain/ pelvis pain") and groin pain ("right groin pain"). On (B)(6) 2016, the patient experienced hypersensitivity ("allergy symptoms/ allergic reaction") with rash. On (B)(6) 2016, the patient experienced memory impairment ("memory issues"). On (B)(6) 2016, the patient experienced parapsoriasis ("pityriasis lichenoides"). On (B)(6) 2016, the patient experienced intussusception ("jejunal intussusception"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and back pain ("lower back pain"). The patient was treated with doxycycline and surgery (diagnostic laparoscopy, bilateral salpingectomy with essure removal). Essure was removed on (B)(6) 2016. On (B)(6) 2016, the abdominal pain lower and back pain had resolved. At the time of the report, the parapsoriasis, hypersensitivity, dyspareunia, intussusception, memory impairment, pelvic pain and groin pain had resolved. The reporter considered abdominal pain lower, back pain, dyspareunia, groin pain, hypersensitivity, intussusception, memory impairment, parapsoriasis and pelvic pain to be related to essure. The reporter commented: essure was inserted without complications. Physician visualized three trailing coils within the left uterine cavity and one trailing coil within the right uterine cavity. Because of the requirement to undergo a bilateral salpingectomy with essure removal to remove the essure devices, plaintiff has been left with abdominal deformity and severe large scarring. Since the essure removal surgery, plaintiff has reported that all her symptoms have resolved and that she feels much better. Essure did not worsened a previously existing injury/condition. She had no complications from essure removal procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.3 kg/sqm. Ultrasound scan - on (B)(6) 2013: shows 5mm left pyelectasis; on (B)(6) 2016: found free fluid/ovarian cyst. Ultrasound on (B)(6) 2014, comments: right kidney appear to have duplicating pelvis, left renal dilatation at 1.2 cm, increased from previous sonogram. On (B)(6) 2014: hysterosalpingogram, impression: status post essure placement. Both micro inserts are satisfactoril placed with the proximal ends at the level of each cornua. There was evidence of left-sided category 1 tubal occlusion. There was evidence of right-sided category 2 tubal occlusion. There was minimal contrast material, seen within the right fallopian tube, but not passed any portion of the length of the outer coil. On (B)(6) 2016, CT evidence of left sided jejunal-jejunal intussusception. Surgical pathology report on (B)(6) 2016, diagnosis: right and left essure coils, removed from bilateral tubes secondary to ligation, bilateral tubes (ligation): two intact fallopian tubes, the large with multiple paratubal cysts, completely transected. Gross description: a received fresh is a 4.0 x 0.2 x 0.2 cm aggregate of two silver metallic wire and coil. B. Received fresh is a 4.5 x 0.2 x 0.2 cm aggregate of silver metallic wire and coil. Current weight as of (B)(6) 2018: 139 lbs. Approximate weight at the time of essure placement: 142 lbs. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain lower, intussusception, pelvic pain, groin pain. Most recent follow-up information incorporated above includes: on 16-feb-2018: plaintiff fact sheet and medical record received. Reporter information, patient¿s demographic information, relevant history and lab data updated. Essure lot number was added. Essure stop date updated from (B)(6) 2016. Event right lower quadrant abdomen pain was clubbed with previously reported event. Events parapsoriasis, hypersensitivity with rash, dyspareunia, intussusception, memory impairment, pelvic pain, groin pain were newly added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and back pain ("lower back pain"). The patient was treated with surgery (bilateral salpingectomy with essure removal). Essure was removed on (B)(6) 2016. On (B)(6) 2016, the abdominal pain lower and back pain had resolved. The reporter considered abdominal pain lower and back pain to be related to essure. The reporter commented: essure was inserted without complications. Physician visualized three trailing coils within the left uterine cavity and one trailing coil within the right uterine cavity. Because of the requirement to undergo a bilateral salpingectomy with essure removal to remove the essure devices, plaintiff has been left with abdominal deformity and severe large scarring. Since the essure removal surgery, plaintiff has reported that all her symptoms have resolved and that she feels much better. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: confirmed tubal occlusion (cont.) On (B)(6) 2014: hysterosalpingogram - left fallopian tube achieved category one tubal occlusion and her right fallopian tube achieved category two tubal occlusion. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.